Event description:
It was reported that patient had a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced mesh erosion, infections and pain. Patient was advised not to have removal due to mesh being too embedded into her tissues. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele and urethral stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-01028. The same patient is represented in each medwatch.